Manufacturer narrative:
A sample device was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
An operating room (or) care coordinator reported that during the insertion of an intraocular lens (iol), the surgeon noticed a tear in the posterior capsular membrane. A vitrectomy and sutures were used to treat the event and another iol was implanted during the same surgical procedure. The reporter indicated that the tear was not related to the product. Additional information was requested.